Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the numbers were ramping up on their own. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that she treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.